Event description:
During polypectomy, doctor noticed migration of device fore balloon and then noticed that the fore balloon was completely separated from device with both push rods broken. Doctor removed dilumen device and then separately went back in with a snare to remove fb and push rod segments. Post-procedure, x ray was done which revealed no perforation of the colon.